Event description:
The report stated that the device jaws stuck to tissue and were forced open in order to remove the device resulting in some bleeding. In addition, the device was not producing seals although an end tone, indicating a completed seal, was heard. The device was cleaned twice during the procedure. There was no pt injury.

Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested, but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.